Manufacturer narrative:
Investigation under (B)(4) is ongoing.

Event description:
The surgeon implanted a silicone lens model aq2003v and was damaged during implantation. The lens was removed without any pt injuries and it is unk if there was a product malfunction.